Event description:
The device will not operate on ac power. The manufacturers field service engineer confirmed the problem and replaced the power supply. No patient involvement.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Manufacturer narrative:
Supplemental report